Event description:
It was reported that a right ventricular (rv) lead was explanted due to loss of capture at max output and dislodgment confirmed via chest x-ray. A new rv lead was implanted the following day requiring a two day patient stay at the hospital. The physician believed the cause of the dislodgement to be patient's movement of the arm. No additional adverse patient effects were reported.